Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-00320, 1221359-2022-00321 and 1221359-2022-00322.

Event description:
The customer reported false positive results with the binaxnow covid-19 antigen self test for multiple tests. This MFR. Report addresses test 1 of 4. Via social media the user reported false negatives result with the binaxnow covid-19 antigen self-test. The user tested negative with the binaxnow with the initial test. The user reported having symptoms that day: "tickle" in throat and coughing. The next day the user experienced chills, fever, headache and cough. The user tested 2xs on the second day and received two negatives. The customer then tested at their doctor's office (undisclosed test type) and received positive results. The user took 4th binaxnow covid-19 antigen self-test and received a 4th negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.